Manufacturer narrative:
Checking the manufacturing charts of the involved lot. 1605920, no pre-existing anomaly was found on the devices manufactured with the same lot number. Devices involved were not returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that: the check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot number we can suppose that the event was not product related. According to limacorporate pms data, revision rate of smr anatomic prostheses due to cuff failure is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Event description:
On (B)(6) 2024, shoulder revision surgery for conversion of tsa (total shoulder arthroplasty) to rsa (reverse shoulder arthroplasty) due to rotator cuff failure. Metal on metal wear, minor. Previous surgery performed on (B)(6) 2017. Devices explanted during revision surgery: smr humeral head ø46 mm (product code: 1322.09.460 - lot. 1605920) - sold in us. Smr cementless finned stem (product code: 1304.15.190 - lot. 1610241) - sold in us. Smr ecc.adaptor taper standard (product code: 1330.15.274 - lot. 1609802) - sold in us. Smr finned humeral body (product code: 1350.15.110 - lot. 1609730) - sold in us. Smr uncement. Glenoid #small-r (product code: 1375.20.005 - lot. 1616516) - not sold in us. Liner f. Met.back glen.small-r (product code: 1377.50.005 - lot. 16at0k3) - sold in us. Bone screw ø6,5 h.20mm (product code: 8420.15.010 - lot. 1617940) - sold in us. Bone screw ø6,5 h.25mm (product code: 8420.15.020 - lot. 1700026) - sold in us. Patient: female, 72 years old, activity level: active, approximate height (m): 1.61, approximate weight at the time of previous. Surgery (kg): 63.50, approximate weight at the time of revision surgery (kg): 59.70 event occurred in canada.

Manufacturer narrative:
By checking the DHR of the lot numbers involved, no pre-existing anomaly was detected on the devices manufactured with this lot number. We will submit a final report once the investigation will be completed.

Event description:
On (B)(6) 2024, shoulder revision surgery for conversion of tsa (total shoulder arthroplasty) to rsa (reverse shoulder arthroplasty) due to rotator cuff failure. Metal on metal wear, minor. Previous surgery performed on (B)(6) 2017. Devices explanted during revision surgery: smr humeral head ø46 mm (product code: 1322.09.460 - lot. 1605920) - sold in us smr cementless finned stem (product code: 1304.15.190 - lot. 1610241) - sold in us smr ecc. Adaptor taper standard (product code: 1330.15.274 - lot. 1609802) - sold in us smr finned humeral body (product code: 1350.15.110 - lot. 1609730) - sold in us smr uncemented. Glenoid #small-r (product code: 1375.20.005 - lot. 1616516) - not sold in us liner f. Met back glen small-r (product code: 1377.50.005 - lot. 16at0k3) - sold in us bone screw ø6,5 h.20mm (product code: 8420.15.010 - lot. 1617940) - sold in us. Bone screw ø6,5 h.25mm (product code: 8420.15.020 - lot. 1700026) - sold in us patient: female, 72 years old, activity level: active, approximate height (m): 1.61, approximate weight at the time of previous surgery (kg): 63.50, approximate weight at the time of revision surgery (kg): 59.70. Event occurred in canada.